Event description:
It was further reported that the analyzer originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was noted that the analyzer was out of specification on its atrial sense light-emitting diode functional testing. It was additionally noted that it was not functional or repairable and it would be scrapped. Concomitant medical products: product ID: 2067 radiofrequency programmer head. (B)(4).